Manufacturer narrative:
Date of report: 28sep2021.

Event description:
The customer reported that oxygen (o2) transport manifold leaking. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported issue. The customer replaced the (o2) transport manifold to resolve the issue. The unit was tested, and it was returned to service.